Event description:
Additional information was received a healthcare provider (hcp) stated that the pump was removed (unknown date). The culture was negative. The patient had redness and pain around the pump symptoms. Action/intervention: antibiotics. Outcome: the patient was under observation in the hospital, and once they feel better, the pump will be replaced. The hcp unsure if the old pump will be returned for analysis. No additional information.

Manufacturer narrative:
See h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump was going to be removed today due to infection. She stated that the patient had fluid around the pump and in the back. The healthcare provider (hcp) felt it was due to an infection. She also stated that the patient did not seem to get much relief from spasticity even after multiple doses increases but said the patient's dose was also very low - around 50 mcg/day at the highest and ¿now ~30/day.¿ she stated that they did a dye study, and everything looked normal as well as checked for volume discrepancy and there was none. The company representative (rep) also said the patient had other comorbidities including diabetes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.